Event description:
Surgeon using ear cup forceps 58-4630 3.0mm straight jaws during procedure. The tip of the ear cup forcep broke. Pieces gathered from surgical site. Procedure completed without further incidence. No untoward effects. Patient to recovery in stable condition.